Event description:
Customer reported having high blood glucose. The customer's blood glucose was 453 mg/dl in the past. She stated she had treated with a bolus from her insulin pump. Troubleshooting was able to verify insulin exiting from the tubing and that there was no leaks present. It was also found the bolus wizard was accurate and the customer's settings was correct. The customer's blood glucose was 141 mg/dl at the time of the call. The customer also reported a broken belt clip. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.